Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. Medical device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used on an unknown procedure in the bile duct performed on (B)(6) 2022. During the procedure. The trapezoid basket was fractured. The photo provided shows the handle cannula was detached. There was no stone inside the basket when the cannula detached. The procedure was successfully completed with another trapezoid basket. There were no patient complications reported as a result of this event.